Manufacturer narrative:
Details of complaint: the customer reported that this unit failed to alarm for arrhythmia. According to the customer, the unit is alarming; however, there's no sound and no led indicator. Per the customer, the unit has no sound. The nurse was in the room when the device should have alarmed. The customer replaced the unit with a spare. The customer tested the unit in their shop, and they were able to recreate the issue. There was no patient injury reported. Investitgation summary: the returned unit was evaluated and the reported complaint was duplicated. The root cause was determined to be a circuit board failure. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this unit failed to alarm for arrhythmia. There was no patient injury reported.

Event description:
The customer reported that this unit failed to alarm for arrhythmia. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this unit failed to alarm for arrhythmia. According to the customer, the unit is alarming; however, there's no sound and no led indicator. Per the customer, the unit has no sound. The nurse was in the room when the device should have alarmed. The customer replaced the unit with a spare. The customer tested the unit in their shop, and they were able to recreate the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/02/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/04/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 06/11/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.